Manufacturer narrative:
Suspect tracker has not been received for evaluation.

Event description:
A medtronic representative reported that during a spine case, the navlock tracker became bent and navigation was three millimeters cephalad from where the surgeon wanted it to be. A screw was misplaced and required intraoperative revision. They were able to switch the instrument from the purple to the green frame and it was accurate after that.

Manufacturer narrative:
A medtronic representative, following up with the site, was unable to determine how the part became bent. When the instrument was discovered bent the instrument was replaced. This event was reviewed by a cross-functional engineering team who determined: provided the site did switch instruments, after the instrument became bent it is unclear what would have caused the inaccuracy and screw repositioning. The package insert which accompanies this device contains the following warnings regarding instrument damage and inaccuracy: "warning: prior to use, examine the device components for damage, deterioration, deformation, and abuse. Do not attempt to use any instrument that appears to be bent or otherwise damaged." And "warning: during navigation, and after decompression and/or distraction, frequently confirm navigational accuracy by touching the tip of the instrument on known anatomical points, including accuracy checkpoints, and comparing the position of the instrument tip in the image with its physical location." The specific cause of the reported incident cannot be confirmed as the part was not returned to the manufacturer for analysis.